Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer programmed multiple extended boluses and the bolus duration appeared to continue beyond the programmed time frame. Reportedly, the reported event occurred intermittently. During troubleshooting with tandem technical support, the customer understood that the requested bolus was not continuing and the pump had delivered the accurate dosage during the requested time frame. The customer reported blood glucose level was in the high 200's (mg/dl) when the reported event occurred. To address the bg level, the customer delivered correction boluses via the insulin pump.